Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the pump display screen was noted to be cracked at the top right corner. The reporter confirmed no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:visual inspection of the pump confirmed that the display lens was cracked at the top left and right edges. Unrelated to the complaint, the pump battery compartment was noted to be cracked near the pump case seal and the u-groove for the belt clip on the back of the pump was noted to be cracked.